Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The provided calibration data, qc data, preanalytic information, and analyzer alarm trace were inconspicuous. The investigation was unable to determine a specific root cause. No product problem was found. The event was consistent with an interferant in the patient sample. As no sample material could be provided, further investigation was not possible.

Event description:
There was an allegation of questionable results for two samples from one patient using the cobas e 801 analytical unit. This medwatch is for the total psa assay. Refer to the medwatch with a1-patient identifier (B)(6) for the free psa assay. First sample: the total psa result was 2.10 ng/ml. The free psa result was 12.30 ng/ml. Second sample ((B)(6)2025): the total psa result was 1.71 ng/ml. The free psa result was 10.30 ng/ml. Using an alternative methodology (chemiluminescence): the total psa result was 3.04 ng/ml. The free psa result was 0.41 ng/ml.